Manufacturer narrative:
A quality search identified normal complaint activity for lot number 00111e000 and normal complaint activity for lot number 01511g000. Accuracy testing was completed for each of the lots 00111e000 and 01511g000. The accuracy testing passed. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a positive bias, the correlation between all six of the assays was good. A review of release testing which included the trending of human serum/plasma panels, tested as part of product release testing, demonstrate the assay has not shifted over this period of time. Based on the results of this investigation, the architect ipth reagents are performing as intended and no additional product issues were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (No consequences or impact to patient). (B)(4).

Manufacturer narrative:
On the initial medwatch 3500a report, the incorrect date of (B)(6) 2012 was inadvertently entered. The date entered should have been (B)(6) 2012.

Event description:
The customer stated that an architect intact pth result of 86 pg/ml was generated for a patient sample on (B)(6) 2012. The same patient previously tested at 85.1 pg/ml on (B)(6) 2011. Testing using the roche pth method generated a result of 40 ng/ml. No adverse impact to patient management was reported.